Manufacturer narrative:
The customer returned the guidewire and a visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The ribbon was fractured on the distal end. There was 3.2cm of the core and 3.5cm of ribbon protruding from the coil at approximately 175cm from the proximal end. The coil had been overstretched by 50cm from this point. There were two kinks on the guidewire at approximately 89cm and 99cm from the proximal end. The fractured portion of the ribbon behind the distal weld was visible, it had protruded 0.1cm from the coil. There was evidence of necking at both ribbon fracture points, suggesting that this fracture is due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Material change to complaint: no value found. Related product model #: 42415. Related product serial #: no value found. Related product upn #: m001491561 related product batch/lot: 0009294657. Related product family: starter. Material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: yes. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f2301: additional device required. Event description: per cnf, it was reported that: event; damage. Was there any appearance abnormality before use? No. At what location and what kind of damage was observed? After applying the rspv in the middle of the wire, the starter guidewire could no longer be retracted from the rspv. Since the farawave could be retracted, it appeared that the guidewire got stuck in the pv, rather than the catheter and wire being stuck. The guidewire could be pushed forward, but when attempting to pull it back, it got stuck at a certain point and could no longer be retracted. Under fluoroscopy, it was observed that while the tip of the guidewire could not be retracted, the proximal part of the wire extended and could still be retracted. Because the guidewire could not be removed, the stuck wire was left in the left atrium to complete the procedure. A new faradrive sheath was inserted through the femoral vein, and the remaining ripv treatment was completed using the farawave. Afterward, when attempting to pull the stuck guidewire, it still could not be removed, and the tip remained in a j-shape. A snare was used to retrieve the guidewire, but it separated during the process. A portion of the wire remained inside the body, and the remaining part was successfully retrieved using biopsy forceps. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" physician comments: the reason the guidewire could not be retracted may have been because the core wire had separated. That is why it felt like it was extending and retracting when initially pulled. The reason it could not be pulled back after a certain point might be because the spring wire covering the core wire extended, and when it contracted, it likely caught tissue. Patient outcome: no patient injury infected: no generator/controller: unknown ablation catheter used: unknown other used: unknown event date: (B)(6) 2025. As reported device codes: 1188: detachment of device or device component, 1457: entrapment of device or device component, 1346: difficult to remove. As reported patient codes: 9289: unretrieved device fragments (udf).

Event description:
Event description: per cnf, it was reported that: [?]event; damage. [?]was there any appearance abnormality before use?; no [?]at what location and what kind of damage was observed?; after applying the rspv in the middle of the wire, the starter guidewire could no longer be retracted from the rspv. Since the farawave could be retracted, it appeared that the guidewire got stuck in the pv, rather than the catheter and wire being stuck. The guidewire could be pushed forward, but when attempting to pull it back, it got stuck at a certain point and could no longer be retracted. Under fluoroscopy, it was observed that while the tip of the guidewire could not be retracted, the proximal part of the wire extended and could still be retracted. Because the guidewire could not be removed, the stuck wire was left in the left atrium to complete the procedure. A new faradrive sheath was inserted through the femoral vein, and the remaining ripv treatment was completed using the farawave. Afterward, when attempting to pull the stuck guidewire, it still could not be removed, and the tip remained in a j-shape. A snare was used to retrieve the guidewire, but it separated during the process. A portion of the wire remained inside the body, and the remaining part was successfully retrieved using biopsy forceps. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" physician comments: the reason the guidewire could not be retracted may have been because the core wire had separated. That is why it felt like it was extending and retracting when initially pulled. The reason it could not be pulled back after a certain point might be because the spring wire covering the core wire extended, and when it contracted, it likely caught tissue. Patient outcome: no patient injury infected: no generator/controller: unknown ablation catheter used: unknown other used: unknown. Event date: 2025-12-4. As reported device codes: 1188: detachment of device or device component, 1457: entrapment of device or device component, 1346: difficult to remove as reported patient codes: 9289: unretrieved device fragments (udf). Procedure date: on (B)(6) 2025. Type of procedure: pfa ablation. Country of event: japan.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.